Manufacturer narrative:
B3: date is month and year valid. G2. Foreign: netherlands. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the implanted neurostimulator (ins) was showing errors, although it is functioning, the stimulation feels different than before. Experienced similar notifications in april. The patient has a prime advanced and received the following notification, followed by error code 006. Isn't this simply an indication that the ins needs to be replaced? Technical services stated that error code 006 means that a key on the patient controller was pressed when the controller was starting up. If the patient did not hold down a key, it could be that a key is stuck. Ensure that no keys are stuck or being held down (for example, briefly press all keys to verify they are not stuck) and reset the controller. You can reset the controller by removing the batteries, waiting for 10 seconds, and reinserting the batteries. Turn the controller back on; the issue should be resolved. Since the patient has an implanted prime advanced ins, the photo of the notification was not applicable, as it refers to an ens. However, there is a similar notification for the ins: this notification indicates that no programs or groups are programmed into th e ins. The issue has not resolved. Additional information was received. It was unknown when this stim issue first occurred, and this was not previously reported in april. Model number of the programmer and ins confirmed, serial numbers unknown. The cause of the stim feeling different was not determined. It was stated that the issue was resolved with changing the programmer. Information confirmed with physician / account, ins interrogation not done since the issue resolved with the programmer replacement.